Manufacturer narrative:
With all the available information, boston scientific concludes that the reported allegation could not be confirmed, as the device was not available for analysis. The reported patient symptoms are a known risk associated with this device type as indicated in the instructions for use.

Event description:
It was reported that, a patient underwent a water vapor energy therapy and the procedure was completed successfully with no complications. 2 injections were performed on both right and left lobes with minor bleeding observed in each case without any treatment. No injections were performed on the middle lobe. Approximately 21 months later, the patient experienced residual urine. Then, an additional 5 months later the patient underwent retreatment by photo vaporization of the prostate due to worsening of the symptoms of benign prostatic hyperplasia. There were no patient complications.

Event description:
It was reported that, a patient underwent a water vapor energy therapy and the procedure was completed successfully with no complications. 2 injections were performed on both right and left lobes with minor bleeding observed in each case without any treatment. No injections were performed on the middle lobe. Approximately 21 months later, the patient experienced residual urine. Then, an additional 5 months later the patient underwent retreatment by photo vaporization of the prostate due to worsening of the symptoms of benign prostatic hyperplasia. There were no patient complications.